Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No low battery alerts noted. No cloudy display noted. The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No prime fill anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump had several unexplained issues. The customer stated that the display screen got cloudy and black within it. He also observed that the insulin pump had up and down arrow buttons that were sticking or unresponsive. He added that the insulin pump alarmed no delivery without explanation. The blood glucose reading was 205 mg/dl. He stated that the device would squirt insulin when he first primed, then start to drip. He also noted that the battery life lasted about 2 to 4 weeks. Advised replacement of the insulin pump. Nothing further reported.